Event description:
It was reported that the patient had been in a car accident two years ago and the whole system had had to be replaced because it had been "knocked off her spine." Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that: 'when she fell in 2011, the lead migration was linked from a car accident, that's why we replaced.' For information about the fall in 2011 please refer to manufacture report # 3004209178-2012-11226.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead; product ID 3778-60, serial# (B)(4), product type lead. (B)(4).